Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having pain at the implant site. They were in a lot of pain. The stated their "body is rejecting" the device and that it felt like the device "is ripping through skin/muscles." Caller reached out to their managing healthcare provider (hcp) who recommended that the patient go to the ER. The patient's therapy had been turned off for a while. They were directed to follow up with their hcp. Additional information was received from the manufacturer representative (rep). It was reported that the patient went to the emergency room and they told her to go see the implanting doctor. She initially did not want to go to the implanting doctor because they did not have insurance. This happened on or around (B)(6) 2024. Eventually the patient went to see the implanting doctor's pa on (B)(6) 2024 for a consult to have the device removed. She originally was scheduled for a removal on (B)(6) 2024 but it was canceled due to financial reasons. She was rescheduled and had her lead and battery removed on (B)(6) 2024. She had her follow-up appointment on (B)(6) 2024 to check the incision site. She had her staples removed on (B)(6) 2024. The issue was resolved.